Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. Placeholder.

Event description:
It was reported that during a procedure on (B)(6) 2013, the surgeon had problems unlocking two matrix poly-axial screws on a bilateral construct placed to treat spinal stenosis. The construct was placed and the screws went in t-10, t-11, t-12, l-1, and l-2 with 5 screws on each side. The surgeon then took an x-ray and did not like the positioning of the screws on the patient¿s left side. He decided to reposition the screws and was successful with unlocking three of the screws but two of them would not unlock. The surgeon had to use a metal burr and sawed the screws off. He had to cut the rod in half to remove the screws and replaced them. The surgery was successfully completed. This is report 2 of 2 for complaint #(B)(4).